Event description:
It was reported that several months after the initial surgery pt was noting an audible "click" in their hip. After persistent complaints surgeon scheduled pt for surgery in 2003. At surgery it was noted that the implants were well fixed and positioned.